Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have been having re-occuring issues with results for patient samples tested for a1cx-2 tina-quant hemoglobin a1cdx gen.2 (hba1c) on an integra 800 analyzer. Results are low and then repeat higher. The customer stated that the issue first occurred on (B)(6) 2016 and the field service engineer came out and serviced the analyzer. The issue occurred again after the analyzer was released to the customer. The customer stated that approximately 15 patient samples were repeated and the repeat results were higher. The customer repeated the samples since it was noticed that a lot of the sample results were less than 5 %. Of the mentioned samples, one had an erroneous hba1c result that was reported outside of the laboratory. The sample initially resulted as 4.8 % and this value was reported outside of the laboratory. The sample was repeated and resulted as 5.6 %. The repeat result was believed to be correct and a corrected report was issued. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The hba1c reagent lot number was 12556801, with an expiration date of 06/30/2017. The field service representative determined that the syringe tube was misadjusted. He adjusted the tubing. He performed fluidic checks and all checks passed. Precision testing was performed.